Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the site observed a drop in impedance value from approximately 2500ohms to 970ohms. The pt said that she was no longer feeling stimulation during normal mode and magnet mode activations. No further details have been provided at this time. Good faith attempts to obtain additional info have been unsuccessful to date.